Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell four of six in peritoneal dialysis. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient in ending therapy. The technical service representative advised the patient that they may use manual supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.